Event description:
On (B)(6) 2009, the pt reported that the up and down buttons of his infusion device are not functioning. The pt did not have the infusion device at the time of the report to troubleshoot. He had switched to his backup infusion device. The infusion device has not been dropped or exposed to water. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.